Manufacturer narrative:
(B)(4)

Event description:
The customer stated that ise indirect na and cl for gen.2 results for multiple patient samples were "higher" than they expected and were failing delta checks on the cobas 6000 c (501) module. The samples were processed on the modular pre-analytical system (mpa). The customer stated that they had failed to change the low internal standard bottle before running calibration and quality control. The customer reran the quality control and one level was acceptable but the other level was "higher". The customer paused sample processing from the mpa. The customer stated that some sample aliquots that had already been processed by the mpa were delayed for an undetermined amount of time during troubleshooting. The customer changed the low internal standard bottle and reran the calibration and quality control. The calibration and quality control were acceptable. The patient samples were rerun and the results were 2 to 3 mmol/l lower. The customer provided examples for three patient samples with erroneous na results on the c501. All initial results were accompanied with a data flag and were reported outside of the laboratory. For patient 1 the initial na result was 146 mmol/l and the repeat result was 140 mmol/l. For patient 2 the initial na result was 151 mmol/l and the repeat result was 145 mmol/l. The patient is (B)(6). For patient 3 the initial na result was 149 mmol/l and the repeat result was 142 mmol/l. The patient is (B)(6). There was no adverse event. Repeat testing was deemed to be correct. The na electrode lot number was m1887 with an expiration date of 13-mar-2018. The customer initially declined a service visit since the internal standard bottle initially resolved the issue. However, the customer had a similar issue after the event and the field service engineer (fse) found the vacuum diaphragm pump had failed and the rinse mechanism was improperly operating. The fse replaced the vacuum diaphragm pump and adjusted the rinse mechanism. The fse verified performance of the mpa was acceptable. Trending was performed for this type of complaint and no abnormal trend was identified. A query was performed and found no issues of this nature on any like instruments for the last 12 months at this customer site.

Manufacturer narrative:
Upon follow up, the customer confirmed they had no further problems.